Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The replace battery messages were recorded due to the battery pack sn (B)(4) powering the monitor for more than 24 hours without the battery pack being placed back into the charger to re-charge. The patient manual provides instructions to recharge the battery pack every 24 hours as part of daily routine. Flag data indicates the battery sn (B)(4) was kept in the monitor for 37 hours without being re-charged. Battery pack (B)(4) was returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while reportedly wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 17:35:58 on (B)(6) 2021. At 18:06:06 on (B)(6) 2021, a manual diagnostic recording was detected. Patient's rhythm was sinus at 90 bpm. From 03:47:50 to 07:13:50 on (B)(6) 2021, replace battery/battery expired message was detected intermittently. From 06:47:15 to 07:14:03, the patient's rhythm was vt from 210-250 bpm with CPR, motion artifact, and electrode lead fall off. CPR/motion artifact obscured the patient's rhythm. At 07:14:03 on (B)(6) 2021, the device was shutdown. Per continuous ECG recording, the patient was last seen in vt until the device shutdown. CPR/motion artifact, electrode belt fall off obscured the patient's rhythm and prevented the lifevest from treating the patient. Patient reportedly passed away in the early morning of (B)(6) 2021.